Manufacturer narrative:
D10: concomitant devices: (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right. (B)(6) 200-04-22 - cemented finned tib. Tra sz 2f/2t. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 163 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: na. The following sections were corrected: h6. MDR section codes updated/corrected: b, e. The reason for the revision reported was likely due to the reported patellar pain; however, prosthesis wear and/or inclusion of the polyethylene in the packaging recall may have also contributed to the revision. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.